Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of incorrect reprocessing was confirmed. Additionally, the angulation was noted insufficient. The plastic cover and insertion tube both had scratches present. The object lens as well as the light guide lens had worn/cracked adhesive present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the facility's staff were incorrectly reprocessing their olympus evis exera iii gastrointestinal videoscope. According to the initial reporter, the staff were not completing all steps of manual cleaning per the instructions for use (IFU). This event had no patient involvement.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a difference in equipment handling. The event can be detected/prevented by following the instructions for use which state: 1) "an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." 2) " some national or professional guidelines recommend using a detergent solution for precleaning. Consult with your hospital¿s infection control committee regarding use of the detergent solution." 3) "do not apply lubricants to the aw channel cleaning adapter. Lubricants may cause malfunction of the aw channel cleaning adapter." 4) "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device."